Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced tubing separation. The following information was provided by the initial reporter: at 9:16 am on (B)(6) 2022, the indwelling needle was inserted into the child for puncture. After the successful puncture, bleeding was found at the y-shaped interface of the indwelling needle when the application was prepared.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.